Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic sigmoidectomy procedure while the patient was in the operating room, after booting the system when the nurse was trying to drape the arm cart assembly (aca) and pressing the positioning button, the arm was not responding. The arm was replaced to resolve the issue and continue the procedure and there was a delay of twenty minutes. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly was not working. The logs were analyzed in the field and no recoverable or unrecoverable errors were displayed. The logs show that the arm cart was rebooted twice, but no issues were encountered. The arm cart assembly has been tested and calibrated and able to be used. Further evaluation of the logs did not show any instances of the manual button of the arm cart assembly being pressed. It is possible that either the position button is faulty or the button was not fully depressed, but this cannot be determined from the logs. Evaluation of the arm cart assembly noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic sigmoidectomy procedure while the patient was in the operating room, after booting the system when the nurse was trying to drape the arm cart assembly (aca) and pressing the positioning button, the arm was not responding. The arm was replaced to resolve the issue and continue the procedure and there was a delay of twenty minutes. There was no patient injury.